Manufacturer narrative:
At first we made a visual inspection of the implant. At the first glance we could not detect any damage. In the next step, we compared the implant with the design drawing. Here we discovered that the rod connectors are assembled in the wrong direction. The root cause for the failure is manufacturing related. The manufacturing documents have been checked and found to be according to specification valid during the time of production. A field safety correction has been initiated. The affected batch has not been distributed to the us market. Therefore, us is not affected by the recall.

Event description:
It was reported that there was an issue with s4c occipital plate. The root connectors of the occipital plate are assembled in the wrong direction. There was no patient harm. A revision surgery and medical intervention was not necessary. This malfunction did not prolonged the surgery. The adverse malfunction is filed under aag (B)(4).